Event description:
It was reported that during a case, one of the two 32" monitors was flickering. And after further investigation by our on-site technician, we found out that the power supply went on fire and burned the cables. No patient or user injury was reported.

Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The affected device has been requested for investigation by the manufacturer. Device was not returned for investigation. Device was serviced by on-site technician at customer location. This event is filed under internal complaint ID (B)(4).